Event description:
The st. Jude medical rep phoned to report that the pt presented for a routine follow-up with the device in hardware reset upon interrogation. Technical services recommended that the ICD be replaced.